Event description:
It was reported that the patient underwent orif of a left proximal humeral head fracture following a fall. The procedure was revised to a reverse shoulder arthroplasty due to radiographic evidence of avascular necrosis of the humeral head. Shortly after the revision, the patient developed a wound infection with a chronic draining sinus in the left axilla. The patient remained on oral antibiotics for approximately three years. In recent months, the patient reported increased pain and discomfort in the left shoulder. Sinus swabs and aspiration cultures were positive for serratia marcescens and staphylococcus epidermidis.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device (dwd171) is commercially available and cleared under 510k # k081059. Upon completion of the investigation, additional information will be provided in a supplemental report.